Event description:
The male pt's age was unk. The target lesion was the proximal to distal right coronary artery (rca). The vessel was not calcified or tortuous. There was 90% stenosis. To treat the long lesion, pre-dilation was conducted with a 3.25 x 15mm hiryuu balloon. After ivus was conducted, a 3.0x33mm cypher stent was implanted at the mid to distal rca. Then, while a 3.5x33mm cypher stent was being inflated at the proximal to mid rca, the gauge of the inflation device decreased at 10atm. Physician found that the blood was flowing back into the inflation device. Therefore, the sds was removed and post-dilation was conducted with the same balloon as pre-dilation. The stent apposition was observed and ivus was conducted. The procedure was safely finished. There was no reported pt injury.

Manufacturer narrative:
This device is distributed outside the us; however, it is similar to the us product. The product has been returned for analysis. Additional info will be submitted within 30 days upon receipt.